Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that while using the unit, the end of the scope fell off. The procedure was completed successfully with another device and no delays were reported. Further, x-rays of the patient were taken and confirmed that the end of the scope was not inside the patient. The account believes that the small piece fell into the drapings and was most likely cleared after the procedure.